Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level for the more recent occlusions ranged from 572 mg/dl to a "hi" reading on the bg meter with ketones. After an alarm, the customer changed the supplies on the pump and a bolus was delivered to address the high bg level. The customer reverted to using insulin injections to manage diabetes. As the customer did not have the pump at the time tandem technical support was telephone, a pump system check could not be performed to determine a possible cause of the occlusions.